Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/24/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the male luer was broken. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter on a 60" high flow rate extension set in which the threaded male connector was found to be cracked. It is unknown when this condition occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.